Manufacturer narrative:
The reported 2.3 osteoraptor anchor assembly for use in treatment, has been returned for evaluation. Anchor was not returned only the inserter and suture. The inserter showed no abnormalities. The suture has been cut approximately midpoint of its length. From the information provided, the anchor pulled out of the insertion site. Without the return of the anchor an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the bone that would prevent secure fixation of the device. Improper site preparation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a bankart repair, the anchor got pulled out. The procedure was completed with a backup device with no delay or patient injury reported. An additional bone hole was drilled to use the back up device.

Manufacturer narrative:
The 2.3 osteoraptor anchor assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled out of the insertion site. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the bone that would prevent secure fixation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.